Manufacturer narrative:
One 60-7510-005 was received in unoriginal packaging. Lot number was unable to be verified. Performed a functional inspection of the device on the system 7550 (c8406), the device did not display any abnormalities. The pencil did not function unless a button was physically pushed, as it is intended to do. Performed a visual inspection of the inside of the device the red wire has a kink in it. The insulation is damaged and exposing wire. Once removing the clear wrap from around the circuit board, it revealed that the red wire was not connected to the circuit board, yet just being held in place by the clear wrap. The red wire did have a broken appearance; this wire provides power to the coag button. A lot history review could not be conducted as a lot number was not provided. A DHR review could not be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following; - these devices should be inspected before each use. - visually examine the devices for obvious physical damage including cracked, broken or otherwise damaged plastic parts, broken or significantly bent connector parts, and damage including cuts, punctures, nicks, abrasions, unusual lumps or significant discoloration. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-7510-005, goldvac smoke evacuation pencil, continued to activate after the button was released during an orthopedic procedure on (B)(6) 2019. The procedure was completed as planned to use another pencil, there was a reported 10-minute delay. There was no patient or user impact or injury. This report is being raised based on a device malfunction with potential for injury upon reoccurrence.